Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and shut off thereafter. The customer stated that he turned the battery cap and the insulin pump turned back on. The customer's blood glucose was 164 mg/dl. The customer stated that the insulin pump also alarmed several bad battery alarms, as well. Customer stated that the insulin pump had alarmed several battery out limit alarms when the batteries had been out of the insulin pump for less than 1 minute. Upon troubleshooting, the customer was advised to test with a new battery, and the insulin pump alarmed failed battery test again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.